Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint. The insulin pump was unable to verify off no power alarm due to blank display. The insulin pump was received with minor scratched display window, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 250 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that they were using the recommended battery. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer stated that the display returned after placing a new battery. The customer was to monitor the insulin pump. The insulin pump will be replaced and will be returned for analysis.